Event description:
Hearing performance with the device was affected. The child is rough-playing but parents denied significant falls, head injuries or illness beyond normal cold. Parents have not noticed changes in hearing performance with the device at home, but recipient is a full-time bilateral recipient. The recipient was successfully re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00608. For further information please refer to this report.